Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, once the deployment of the left ventricular (lv) lead was successful it was confirmed through fluoroscopy that the lead dislodged. It was noted that cannulation was tried again, but since the aortic dissection at the coronary sinus entrance was suspected by the contrast enhancement computerized tomography (CT), it was decided to postpone the operation for the following week. The lead was not used, and another lead was later implanted. It was noted that the dissection was not confirmed during re-implant. No further patient complications have been reported as a result of this event.